Event description:
It was reported the single use retrieval nitinol basket no longer closed during opening/closing operation. The issue occurred before patient sedation, during setup/inspection for use, for a therapeutic procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.